Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that replacing the keyboard resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect keyboard has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that while outside of procedure, the crtl and windows keys on the mobile view station (mvs) keyboard are not functioning. There was no patient present at the time of the issue.

Manufacturer narrative:
Correction: the report source has been updated to correctly identify the source of the UDI information.

Manufacturer narrative:
Correction: the UDI has been updated to the correct number.